Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had no force. During service and evaluation, it was observed that the motor seized (locked up) was jammed and heavy moving. It was further noted that the device failed pre-test for general condition, air hose coupling, air leak, function of soft mode switch (safety system), triggers for forward and reverse mode, untrue running, excessive noise and power with test bench (min. 110 to 160 w). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.